Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo set leaked during infusion. The reporter stated that the nurse had started the patient on tranexamic acid prior to surgery. The patient then reported feeling wet. The nurse observed solution on the bedding and reported that the tubing just above the distal port appeared ¿frayed.¿ it was unknown how much medication leaked. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and revealed a pinch hole at the tubing 31.5 cm above the luer activated valve. Under water leak testing was performed and revealed a leak where pinch mark was observed. The reported condition was verified. The cause of the reported condition was determined to be user mishandling. Should additional relevant information become available, a supplemental report will be submitted.